Event description:
The surgeon was using the continuum cup for his 2nd time on this occurrence. He was using the offset/curved cup impactor with the rotational controlling cap. The cup was attached to the impactor on the back table, with care to make sure that the square dimple was aligned and then the threads were advanced locking onto the cup. Upon insertion of the cup, the impactor snapped/separated completely from the cup while engaging the prepared acetabulum and tm augment. The cup impactor was able to be re-attached to the cup while the cup was in patient after several minutes of trying. I cannot recall if the tip had to be removed in order to get the threads to engage. Titanium thread was found stripped out of cup and in the wound. Cup was then finished seating and screws were placed.

Manufacturer narrative:
This report will be amended when our investigation is complete.